Event description:
Account reports: a physician experienced skin irritation after wearing the gloves for 10 mins. The physician had been using the gloves for 1-2 weeks. There was no report of med intervention.